Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 194 mg/dl all the way down to 42 mg/dl. The customer was assisted with troubleshooting. Customer reports insulin pump had failed battery alarm and tests each new battery when inserted. Customer states contacts were not missing or damaged. Customer reports they were able to clear the alarm. Customer reports insulin pump was alarming at time of call. Customer states the batteries were out of insulin pump greater than duration allowed by the insulin pump. The insulin pump will not be returned for analysis.